Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records could not be conducted since a lot number was not provided. According to the product experience report, there was no device returning for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and establishing a definite root cause and corrective action is not possible.

Event description:
The customer have had a number of cases where they used biopince 370-1580-02 and 360-1580-02 and they didn`t get any tissue material with the first device, in second try with a new device they succeeded. They haven`t stored any of the involved devices.

Event description:
The customer have had a number of cases where they used biopince 370-1580-02 and 360-1580-02 and they didn`t get any tissue material with the first device, in second try with a new device they succeeded. They haven`t stored any of the involved devices.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future and once investigation is completed, a follow-up report will be submitted.